Manufacturer narrative:
An event regarding poly swap due to the patient falling involving an triathlon tibial insert was reported. The reported event was caused by trauma as the patient fell and required revision; therefore, there is no indication that the product reported in this investigation may have contributed to the event.

Event description:
Doctor performed a poly swap because the patient fell and split his stitches.

Event description:
Doctor performed a poly swap because the patient fell and split his stitches.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).